Event description:
The patient had hypoxemic respiratory failure requiring intubation and hypotension requiring pressor.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was found to have an outflow cannula obstruction from biodebris with high pulmonary capillary wedge pressure and low cardiac output, complicated by the presence of a park stich, as well as sepsis/vasoplegia. The patient was placed on veno-arterial extracorporeal membrane oxygenation (va-ECMO). Log files were submitted for review, and the periodic log file recorded a period of low flow events associated with reduced pulsatility index (pi) values on (B)(6) 2026 and (B)(6) 2026. A (f67) harmonic_compensation lvad fault flag recorded at 0:25:19. On (B)(6) 2026.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively established through this evaluation. The reported outflow cannula obstruction could not be confirmed as no CT images were provided and the patient remains ongoing on lvas support. Review of the submitted log files confirmed low flow alarms and harmonic compensation fault flags; however, a specific cause for these findings could not be conclusively determined through this evaluation. The controller event log file contained events from 05jan2026 through 07jan2026, per the timestamps. The log file contained no atypical alarms and appeared to show the pump operating as intended. Review of the submitted controller periodic log file captured several instances of active low flow alarms between 02jan2026 and 04jan2026. Additionally, a single harmonic_compensation lvad fault flag was captured on 04jan2026 at 00:25:19. Due to the periodic recording interval of 1 hour, events leading up to the harmonic compensation flag were not captured; however, the harmonic compensation appeared to have resolved by the subsequent data capture at 01:25:19. No other notable events were captured. The pump appeared to function as intended for the duration of the log file. Multiple attempts were made to obtain additional information regarding the reported event; however, no further information was provided by the account. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). No further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revisions of the IFU can be found on the eifu page of the abbott website. The heartmate 3 left ventricular assist system (lvas) IFU, and the heartmate 3 lvas patient handbook, are currently available. Section 1 of the IFU, ¿introduction¿, lists sepsis and respiratory failure as adverse events that may be associated with the use of the heartmate 3 lvas. Section 1 of the IFU also provides an explanation of all pump parameters, including pump power, speed, flow, and pulsatility index (pi). Section 4, ¿heartmate touch¿ communication system¿ explains that the low flow hazard alarm occurs when pump flow is less than 2.5 lpm. A 10-second delay is imposed between the detection of the low flow status and the activation of the associated audio and visual indicators on the system controller. Changes in patient conditions can result in low flow. Section 5 of the IFU, ¿surgical procedures¿, outlines considerations for pump placement and provides instructions regarding the preparation, installation, and orientation of the sealed outflow graft. Section 5, under "attaching the sealed outflow graft to the pump," instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. Section 5 of the IFU also cautions the user: "the sealed outflow graft must not be kinked or positioned where it could abrade against a pump component or body structure" and "stretch the sealed outflow graft completely prior to measuring and cutting the graft to the appropriate length." Section 7 of the IFU and section 5 of the patient handbook, ¿alarms and troubleshooting¿, explains system alarms and the recommended actions associated with them. No further information was provided. The manufacturer is closing the file on this event.